Event description:
Pt had a synchromed implanted intrathecally in 2000. The pump was explanted later in 2000. Follow-up info indicated removal was due to infection. Culture was taken and pt was treated with rocephin and bactrim. The pt was recently seen at the clinic and the infection has been resolved.